Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) will not turn on; the unit keeps blowing fuses. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint has been addressed per internal quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure has been addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Root cause analysis: corrective actions have been implemented. The quality plan confirmed that the specified kilovolt trigger from power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with alternative psu which is compatible with lamp. No post corrective action failures have been identified.